Event description:
Approximately 2 months ago, an accuflo 100 ml volume, 200 ml/hour rate elastomeric device, lot 15c23gf 152, was found to be missing the twist cap for the end of the elastomeric device tubing. This accuflo was not used on a patient. This occurred at the (B)(6) site.